Manufacturer narrative:
Complaint: (B)(4). Received 1rk and 29 loose tubes 455071p/c230833g for evaluation. Received customer pictures. We forwarded the complaint and customer pictures to our affiliated location from which we received this product. A review of documentation revealed no deviations in association with the reported issues. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Additive content was found to be within specification in all tested samples. Furthermore, no kickback was observed during filling of samples. Samples were functionally evaluated (filled and centrifuged at 1800g for 10min - minimum of recommended conditions). No deviations could be observed in the tested samples. The alleged malfunction that red cells were leaking could not be confirmed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. Selected samples were tested for draw volume and some showed no vacuum, rendering the tubes unusable. While we were able to duplicate the customer claim of tubes with no vacuum on some customer samples, there is no indication that this is due to a product malfunction / deficiency. We cannot know how the product has been handled/stored/transported since it left gbo. Furthermore, retain samples were tested and no draw volume deviations were observed. Therefore, the alleged malfunction of no suction cannot be determined. Corrected and additional data: h3, received samples, h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Event description:
Customer states tubes keeping popping off and phlebotomist must hold them on; tubes have no suction; and red cells leaking. Customer advised, no syringe, but a straight needle is being used. Butterflies are not used unless necessary. Pressure is hold on the tube when pulling the blood, because if not they shoot across the room.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.